Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to bow the device, it would not bow. Upon removing the device from the patient, it was observed that the distal end of the cutting wire detached from the catheter. No part of the device fell off into the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found the cut wire to be intact and unbroken. The exposed cut wire was bent and blackened/burnt. The distal pierce hole was melted approximately 8 mm and the anchor was exposed. A functional evaluation to bow the device was unsuccessful due to the melted extrusion. The cut wire was found to be intact and unbroken. The investigation was unable to confirm the reported complaint that the cut wire was broken. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to bow the device, it would not bow. Upon removing the device from the patient, it was observed that the distal end of the cutting wire detached from the catheter. No part of the device fell off into the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.